Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported from the critical care unit the tubing sets separated during use while attached to a patient. There is no indication of adverse affects.